Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, atrial capture management weekly trend data shows threshold varied from 1.5volts up to 2.5volts through (B)(6) 2015 and has been consistently greater than 2.5volts since week of (B)(6) 2015. Atrial pacing impedance gradually rising through record from 1200 ohms week of (B)(6) 2014 up to greater than 2500 ohms by week of (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during use the atrial lead exhibited high thresholds, and high and rising impedance. Lead revision was recommended, and the remains in use. No patient complications have been reported as a result of this event.